Event description:
On (B) (6) 2009, the office manager reported that the dorsal height adjuster was broken at the tip. On 06/08/2009, the sales representative reported he had no further information related to the event. This malfunction has resulted in an adverse event in the past.

Manufacturer narrative:
It was unknown if the event occurred in surgery. Evaluation is pending.